Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or user error (eg: rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Correction: d, e h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter seemed to last for 5 weeks due to splitting off. The patient explained that the catheter came down where it fits in the statlock. It was advised that after 3 weeks of use the rubber seemed to wear through and by 5 weeks the catheter need to be changed. This was going on for the last 4 months and in the last 3 or 4 orders it got worse. The patient was quite active as there was a lot of movement which could affect but felt this should not be happening. Also the patient thought after the first few orders the colour of the catheter changed to a darker colour so they were unsure whether there were any changes made to the catheter while manufacturing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter seemed to last for 5 weeks due to splitting off. Patient explained that the catheter comes down to a v where it fits in the statlock. Advised that after 3 weeks of use the rubber seemed to wear through and by 5 weeks the catheter needed to be changed. This has been going for the last 4 months and in the last 3 or 4 orders it got worse. Patient was quite active, as there was a lot of movement which could effect but felt this should not be happening. Also the patient thought after the first few orders the colour of the catheter changed to a darker colour so they were unsure if there was any changes made to the catheter while manufactured.